Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the right seat frame tilt roller comes off the tube when they turn the chair. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.